Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('severe reaction to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 14 years. On an unknown date, 12 years after insertion, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dermatitis allergic ("severe skin allergy"), menopausal symptoms ("nasty symptoms I thought were the menopause"), pruritus ("itching") and rash ("break-outs"). The patient was treated with surgery (hysterectomy leaving the ovaries). Essure was removed. At the time of the report, the allergy to metals outcome was unknown and the dermatitis allergic, menopausal symptoms, pruritus and rash had resolved. The reporter considered allergy to metals, dermatitis allergic and menopausal symptoms to be related to essure. No further causality assessment were provided for the product. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media information: new event "itching" and "breakouts" were reported. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('severe reaction to nickel') in a 51-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. In 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with dermatitis allergic, dyshidrotic eczema, pruritus and rash and menopausal symptoms ("nasty symptoms I thought were the menopause"), 12 years after insertion of essure (ess205). The patient was treated with prednisolone and surgery (hysterectomy leaving the ovaries). Essure (ess205) was removed in 2019. In 2019, the allergy to metals had resolved. At the time of the report, the menopausal symptoms outcome was unknown. The reporter considered allergy to metals and menopausal symptoms to be related to essure (ess205). The reporter commented: I am 53 year old and in the UK, and had essure for 14 years. Essure coils were in right place, and I had no noticeable issues from the implants for 12 years. After 12 years, a severe reaction to nickel developed. Took awhile to figure out it was them, the improvement was immediate following removal. Most of the nasty symptoms I thought were the menopause have disappeared, as has my severe skin allergy. Seven months after essure removal, skin was good, but she had residual itching and break-outs for a few months after diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: essure coils in correct position. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('severe reaction to nickel') in a 51-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. In 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with dermatitis allergic, dyshidrotic eczema, pruritus and rash and menopausal symptoms ("nasty symptoms I thought were the menopause"), 12 years after insertion of essure (ess205). The patient was treated with prednisolone and surgery (hysterectomy leaving the ovaries). Essure (ess205) was removed in 2019. In 2019, the allergy to metals had resolved. At the time of the report, the menopausal symptoms outcome was unknown. The reporter considered allergy to metals and menopausal symptoms to be related to essure (ess205). The reporter commented: I am 53 year old and in the UK, and had essure for 14 years. Essure coils were in right place, and I had no noticeable issues from the implants for 12 years. After 12 years, a severe reaction to nickel developed. Took awhile to figure out it was them, the improvement was immediate following removal. Most of the nasty symptoms I thought were the menopause have disappeared, as has my severe skin allergy. Seven months after essure removal, skin was good, but she had residual itching and break-outs for a few months after diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: essure coils in correct position. Most recent follow-up information incorporated above includes: on 23-mar-2020: consumer posted that she had essure removed in 2019 (insertion was in 2005 thus device formulation was changed to es205). This record was detected to be a duplicate to record # (B)(4) from which all information was transferred to this case, then duplicate record # (B)(4) will be deleted from bayer safety database. New event added: dyshidrotic eczema, she had to use bandages for her hands. Essure coils were in situ. Severe reaction to nickel developed 12 years after insertion (at age 51 since consumer was actually 53 years old). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('severe reaction to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 14 years. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dermatitis allergic ("severe skin allergy") and menopausal symptoms ("nasty symptoms I thought were the menopause"). The patient was treated with surgery (hysterectomy leaving the ovaries). Essure was removed. At the time of the report, the allergy to metals outcome was unknown and the dermatitis allergic and menopausal symptoms had resolved. The reporter considered allergy to metals, dermatitis allergic and menopausal symptoms to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.